Event description:
It was reported that while cutting tissue during a da vinci s hysterectomy procedure, the monopolar curved scissors instrument tip broke and fell into the pt. The broken piece was retrieved, and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left grip blade is missing and the blade had fractured at the cross section of the cable crimp. The fracture plane is straight and the intact blade does not exhibit any damage at the tip, however, material pitting can be observed on the side opposite to the sharp edge. No other damage was found.